Event description:
It was reported that the patient has expired due to suspected pulmonary embolism. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. Per the operative report (2009), the patient left the operating room without inotropic support and in sinus rhythm.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.